Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the right ventricular lead exhibited loss of capture at high output. High pacing impedance and decreased sensing were observed. The patient was not pacer dependent and had no consequences.